Event description:
This report is for second of two devices. Refer to associated manufacture report # 3005099803-2010-02654 for a description of the first device. A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during preparation for the procedure, outside the patient, the heater canster of the hydrothermablation console unit heated up to melt down. The procedure was not completed due to this event. There were no patient complications reported. The condition of the patient was reported as "unknown". Attempts have been unsuccessful to obtain additional information.